Event description:
A bipap autosv advanced device was returned to a third-party service center for service as part of the sound abatement foam recall process. During evaluation of the device, the service technician observed deteriorated foam within the device. Additionally, dust contamination was observed and device data review identified error codes. The error codes were determined to be consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that the error codes contributed to or caused the reported event. Following completion of the evaluation, the device was scrapped by the service center. This event is being reported in accordance with FDA 21 cfr part 803 as a reportable device malfunction and/or serious injury.